Event description:
It was reported that during a carotid stenting treatment procedure, the "physician was putting a balloon catheter into the carotid and the balloon ruptured. A piece of the balloon lodged into the carotid and could not be retrieved. A stent was placed to stop the piece from migrating." It was further reported that "guidewire had gone through the strut of a previously placed stent and the balloon ruptured upon the second inflation. When the physician tried to withdraw the balloon, the distal shaft and the balloon separated from the rest of the catheter, so the marker and the distal piece of the balloon remained in the pt. The physician placed a 9x37 stent to smash the balloon and the stent up against the vessel wall." It was further reported that the physician "does not consider this a product failure." The procedure was successfully completed with another of the same device. The current pt status is reported as "pt is fine."